Manufacturer narrative:
The suspect device has been disposed of by the complainant; therefore, a failure analysis was not performed. The relationship between the device and the event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The july 2007 15-month radial jaw 4 - biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: the date of event is unknown: in 2007, it was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forcep was used to perform a colon biopsy (patient age and gender unknown). According to the complainant, the physician noticed that the "head of the jaw was coming off, and the wires were exposed." Further information was received on the following month, indicating that the control wires were "sticking out 1 inch at the end of the device." The potential for patient injury, resulting from the protuding control wires, led to the MDR reporting decision. The procedure was completed successfully with a second radial jaw 4 large capacity biopsy forcep. No patient complications were reported as a result of the exposed control wires.